Manufacturer narrative:
(B) (4)

Event description:
Procedure type: unk. According to the reporter: orange color shavings are coming off the item (B) (4). No pt injury reported - distributor did not have any add'l info.